Event description:
The report shows that the facility biomedical technician stated the r.t. Staff claimed there were no audible alarms or audible beeps when the keyboard was pressed while the vent was on a pt. Biomed tech stated he was able to duplicate it once,but it hasn't been able to be reproduced with numerous attempts. He also stated he recently performed a 10k pm on the unit. No dorsi. The biomed replaced the power switch. The device passed extended testing and is currently in service. It is not verified that the device did not alarm and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.